Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Doctor's office manager reported via phone call that the customer was hospitalized with heart palpitations and hyperglycemia on (B)(6) 2015. Blood glucose level at the time of the admission was 400 mg/dl. It was stated that the customer had uteral stent replaced. The customer was wearing the insulin pump at the time of emergency room visit. They requested assistance with uploading the data to verify if the insulin pump settings need to be adjusted.